Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the light guide cable fluid damage, the air nozzle clogged, the distal end with ccd module corroded, the control body corroded, the ccd driver pcb corroded, the lg cable connector corroded, the aft suction tube deformed, and the lg water jet supply tubes leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.